Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8171139. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that during use the catheter was bending with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the patient was admitted to hospital for "cesarean section". Before the operation, the patient was given intravenous access and intravenous infusion of indwelling needle. On (B)(6) 2019, the indwelling needle was found to be bending. During the ward rounds, the nurse took out the indwelling needle and no adverse events occurred.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter was bending with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the patient was admitted to hospital for "cesarean section". Before the operation, the patient was given intravenous access and intravenous infusion of indwelling needle. On (B)(6) 2019, the indwelling needle was found to be bending. During the ward rounds, the nurse took out the indwelling needle and no adverse events occurred.